Event description:
The customer reported that the system would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and could not duplicate the reported problem. The cable connections, the contacts, and the power supply voltages were checked and verified. The system was tested and found to be working as intended and put back into svc.